Event description:
The manufacturer received information alleging a trilogy ev300 ventilator failed calibration testing due to a flow sensor fail. The customer determined that the results do not match the settings due to a problem with the external flow sensor. There was no harm or injury reported. There was no reported patient involvement. During the evaluation of the device by a philips remote service engineer, the customer's complaint was confirmed. The service engineer replaced the external flow sensor to resolve the issue. The device is returned to full functionality. No further investigation is required.